Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The lesion being treated was located in the non-calcified, tortuous left main (lm). The lesion was predilated with a 1.5 x 15 mm and 2.5 x 12 mm non-bsc balloons. The physician attempted to place the 4.0 x 16 mm liberte bare metal stent, but when the stent was deployed, it dislodged from the proximal end of the stent delivery balloon. The procedure was completed using a non-bsc stent. It is unk if the dislodged stent remains in the pt or if intervention was needed to remove the stent. Pt status reported as "stable." Add'l info was requested, but not provided.